Event description:
It was reported that the maestro medium fixed duraguard had rust/oil coming out of the device when flushed at the user facility. After several follow-up attempts with the account, no additional information was provided regarding this event. After return to the manufacturing facility, it was reported during service inspection that the foot of the device was bent. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the maestro medium fixed duraguard had rust/oil coming out of the device when flushed at the user facility. After several follow-up attempts with the account, no additional information was provided regarding this event. After return to the manufacturing facility, it was reported during service inspection that the foot of the device was bent. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of a substance coming out of the attachment was not duplicated; however, it was confirmed during service evaluation. During service it was observed the device had debris and corrosion internally; which during cleaning can come out of the attachment. The device was also found to have a bent duraguard it service. A bent duraguard can occur if excessive side load was applied to the feature. Based on the age of the device, approximately 5 years, the corrosion and debris can be due to normal wear; however cleaning habits can contribute. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.